Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable pre and post-procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited right ventricular oversensing due to lead noise causing pacing inhibition. The patient is dependent and was having long pauses. The impedance had also dropped indicating an insulation breach in the outer insulation. Programming changes were successfully made to resolve the issue. The patient was stable and asymptomatic.